Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at an undetermined location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak at an undetermined location which led to the alarm. Renal therapy services (rts) had the hp cycle the power off and on to clear the alarm. The hp would discard the used supplies and contact their nurse regarding the issue and completing therapy. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.